Event description:
Ous MDR ¿ after an implantation period of approx. 36 months, it was reported that the ICD switched into eos mode. The device could no longer be interrogated. An eos error message is displayed instead. The measurement values of the leads were normal. The ICD was then explanted.

Manufacturer narrative:
Ous MDR.